Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received multiple pump error alarm. The blood glucose level was unknown. Troubleshooting was performed and assisted with clearing alarms. The customer was advised to replace the insulin pump and to discontinue use of the pump or revert to backup plan per health care professional instruction. The customer was not able to rewind the pump. The product will return for the analysis.